Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide procedure name? Unk. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. No patient consequences. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? During use on patient (intra-op). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2021 and suture was used. During the procedure, the problem of pulling off suture needle happened during surgical suture. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.